Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 09-dec-2027, UDI#: (B)(4). The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt, the valve was recaptured into the delivery catheter system (dcs) as the positioning of 1-2 millimeters (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc) was considered to be two shallow. Upon the second deployment attempt, the valve was successfully placed at approximately 3-4 mm on the ncc and lcc. Upon removal of the dcs, the nosecone of the dcs caught on the outflow portion of the valve, resulting in dislodgement of the valve into the sinuses. A second valve and dcs were opened and prepped, and a snare was used to hold the dislodged valve. Upon advancement of the second dcs, it was observed that it was unable to advance through the waist of the dislodged valve. After several unsuccessful attempts to advance the dcs, the guidewire was switched out to a non-medtronic (cook lunderquist) guidewire. Several more attempts to advance the dcs were made, without success. Subsequently, a 8 mm x 4 centimeter non-medtronic (boston scientific mustang) balloon was used in an attempt to deflected the dcs into the annular position, but this was ultimately unsuccessful. It was also attempted to snare the guidewire in the left ventricle in order to manipulate the dcs towards the center to cross the valve, however this was unsuccessful. Subsequently, the system was removed from the patient, and a non-medtronic (edwards sapien) valve was implanted. It was observed that during the procedure, the patient had a period of ventricular fibrillation when the guidewire tickled the left ventricle, however the patient returned to normal sinus rhythm without any intervention. It was noted that a 1 hour procedural delay occurred as a result.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a non-medtronic guidewire was inserted when the v-fib occurred. Per the physician, the first valve did not cause or contribute to the v-fib.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt, the valve was recaptured into the delivery catheter system (dcs) as the positioning of 1-2 millimeters (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc) was considered to be two shallow. Upon the second deployment attempt, the valve was successfully placed at approximately 3-4 mm on the ncc and lcc. Upon removal of the dcs, the nosecone of the dcs caught on the outflow portion of the valve, resulting in dislodgement of the valve into the sinuses. A second valve and dcs were opened and prepped, and a snare was used to hold the dislodged valve. Upon advancement of the second dcs, it was observed that it was unable to advance through the waist of the dislodged valve. After several unsuccessful attempts to advance the dcs, the guidewire was switched out to a non-medtronic guidewire. Several more attempts to advance the dcs were made, without success. Subsequently, a 8 mm x 4 centimeter non-medtronic balloon was used in an attempt to deflected the dcs into the annular position, but this was ultimately unsuccessful. It was also attempted to snare the guidewire in the left ventricle in order to manipulate the dcs towards the center to cross the valve, however this was unsuccessful. Subsequently, the system was removed from the patient, and a non-medtronic valve was implanted. It was observed that during the procedure, the patient had a period of ventricular fibrillation when the guidewire tickled the left ventricle, however the patient returned to normal sinus rhythm without any intervention. It was noted that a 1 hour procedural delay occurred as a result. Additional information was received that the right femoral artery was used as the access site. The cuspal overlap technique was used. It was clarified that the ventricular fibrillation (v-fib) first occurred while trying to implant the second transcatheter valve during wire manipulation. Per the physician, the first dcs and second dcs did not cause or contribute to the v-fib. There were no additional procedural observation that may have impacted this event.